Event description:
Additional information received reported that the system was replaced on (B)(6) 2014 and that the patient was doing well as of the date of the report.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2014 and was admitted to the hospital for pain and excessive draining from the pocket incision. The patient was treated with an IV for infection and was not improving as of (B)(6) 2014. As a result the system was explanted. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).